Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker previously showed three and a half years remaining longevity. During the recent device check, the device showed two years remaining longevity. The patient was in persistent atrial flutter. Reprograming changes were done a three months ago and the field representative was concerned about premature battery depletion. Boston scientific technical services (ts) possible reason for this event and suggested to obtain an engineering analysis to confirm the cause. Analysis results showed that the increase in power is consistent with sensing persistent atrial arrhythmias. This is an expected behavior. The significant increase in longevity could be realized if the device were programmed to a non-atrial sensing mode. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed three and a half years remaining longevity. During the recent device check, the device showed two years remaining longevity. The patient was in persistent atrial flutter. Reprograming changes were done a three months ago and the field representative was concerned about premature battery depletion. Boston scientific technical services (ts) possible reason for this event and suggested to obtain an engineering analysis to confirm the cause. Analysis results showed that the increase in power is consistent with sensing persistent atrial arrhythmias. This is an expected behavior. The significant increase in longevity could be realized if the device were programmed to a non-atrial sensing mode. As of this time, the device remains in service. No adverse patient effects reported.